Event description:
The event is reported as: alleged issue reported - the doctor had trouble with the clip sliding properly into the jaws of the automatic applier. He used a new unit to complete the procedure. No injury reported.

Manufacturer narrative:
No device sample is available or lot number is available for investigation.